Manufacturer narrative:
The device was requested/is expected for eval, but has not yet been received. The cause of the event could not be determined from the info available and without device eval. The lot number was requested but not provided, therefore, device history record could not be reviewed and a manufacturing date was not determined. Based on the info provided, the most likely cause of this type of event is use of excessive force due to a tight graft during implant insertion. A tight graft can cause the implant and graft to not be aligned with the guide wire when the implant and graft are inserted. Such off-angle insertion may put the guide wire under stress, which can lead to guide wire leakage. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant info is obtained, a follow up report will be submitted.

Event description:
It was reported that during an acl reconstruction a small piece of metal was left in the pt. The surgeon had difficulty removing the device (instrument) after inserting the implant. When the device was removed, it was in two pieces. An x-ray was performed in the operating room and confirmed a very small piece of metal was in the bone at the tip of the implant. The surgeon felt the piece of metal was firmly fixed in the bone and removal was not attempted. Per reporter, the pt's outcome is good and there are no apparent injuries. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.